Event description:
It was reported that a user experienced recurrent low and high blood glucose episodes while using the ilet, with lows occurring after postprandial highs when meal announcements were inconsistent and the subsequent automated correction appeared aggressive. Symptoms included no reported clinical manifestations during the events. Outcomes included user self-treatment of hypoglycemia with oral glucose and stabilization of hyperglycemia by the ilet, without outside assistance or medical intervention. Investigation included review of user-reported blood glucose ranges, event durations, device alerts, and user behaviors. Investigation of this case revealed fluctuating glucose associated with inconsistent meal announcements leading to hyperglycemia followed by aggressive correction contributing to hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.